Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings: during testing, the display was found to be heavily scratched which obstructed the view of the digital screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damage display issue. The display on the animas pump reportedly is scratched after the lens protector came off. There was no moisture issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.